Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4). The device remains in use supporting the patient and was not returned for evaluation. The patient¿s system controller log file dated (B)(6) 2016 was submitted to the manufacturer for review. The log file contained approximately 24 days of data beginning at timestamp (B)(6) 2016 at 9:29 and showed the pump operating at the set speed of 9400 rpm with a preset low speed limit of 9000 rpm. On (B)(6) 2016 at 23:21, low speed and pump stop events were captured. These events showed driveline disconnected and low flow hazard alarms as active. The events appeared to occur while the patient was operating on the power module and may be the result of a potential driveline issue. However, a driveline wire compromise cannot be conclusively confirmed because the pump was not available for evaluation. The patient remains ongoing on lvad support and no further events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was at the center for a routine visit. Upon review of the lvad history, 4 occurrences of pump stop and a low speed operation event were found to have occurred on (B)(6) 2016. Reportedly, the patient heard the alarm, but did not contact the center. No obvious driveline fractures were palpable. The patient was reportedly asymptomatic at the time of the event. The patient's system controller log files were submitted to the manufacturer's technical services representative for review. Review of the log file confirmed a pump stop event while the lvad system was supported by the power module. On (B)(6) 2016, the manufacturer's technical services representative arrived onsite for a driveline evaluation. During the evaluation, the motor stopped events were unable to be reproduced with manipulation of the driveline or upper body movement. The center requested the use of ungrounded patient cables for patient use while supported by the power module. No other intervention was performed. The patient would be monitored for driveline wear or indications of damage.